Event description:
It was reported that the atrial lead had unstable threshold. Noise was noted on episodes and reproduced during pocket manipulation. A revision procedure was planned to determine if there was a lead issue or a set screw issue. During the revision procedure, the lead was not fully seated and had "pulled back". The lead tested normally. The lead was reconnected to the device and normal thresholds were obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead, (B)(6) 2012. (B)(4).